Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed vanc patient result was obtained on the dimension vista 500 system. The ccc representative reviewed the vista instrument data logs and found no process errors or any other related issues. The instrument data logs indicated insufficient sample. The customer did not report issues with any other assays on this instrument. Siemens headquarters support center (hsc) has completed their evaluation of the event and information provided. Vanc quality control (qc) recovery at the time of this event was within acceptable ranges. No product nonconformance with the instrument or reagent was identified. The device is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on the dimension vista 500 system. The result was reported to the physician who questioned the result. The same sample was repeated on the same instrument and a higher result was obtained. A corrected result was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin (vanc) result.